Event description:
Admitted for treatment of severe stenosis of coronary arteries (lad and rca) in preparation for general anesthesia and elective aorto-femoral bypass. Pci with implant of stents x3. One day later, had total occlusion rca and lad post stent placement. Arrested. Coronary intervention attempted, which was unsuccessful, leading to emergent coronary artery bypass surgery.